Event description:
It was reported that during an electrophysiology ablation treatment procedure, an atrioventricular (av) node block occurred. Access was obtained through the femoral artery. During treatment of the atrial flutter in the right atrium, the physician placed the blazer ii xp ablation catheter in the proper location to ablate the isthmus. The parameters were set at 80w (65 degrees c). During fifty-five seconds of treatment the power dropped two times. The first power drop recovered to set parameters immediately. The second power drop did not recover and stayed around 20w. Following the ablation the physician observed that the av node was blocked. Ablation treatment was stopped and the physician focused on rhythm recover for the next forty minutes and then the patient's heart started beating by itself at 30 beats per minute. A pacemaker was successfully implanted the following day. Patient's status is good and stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).